Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. Product was provided for evaluation. A follow up report will be submitted once evaluation is completed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided for evaluation. The reported issue was confirmed via data. The probable cause could not be determined via data. The transmitter was provided for evaluation. Visual inspection was performed and no defects were found. Pairing, functional, and voltage testing were performed, and the transmitter passed all tests. Review of the log data confirmed the reported issue. The reported issue was confirmed via product. The probable cause was determined to be a defective transmitter via product. No additional event or patient information is available.